Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Excision of lesion of uterus. According to the reporter: upon trying to release the latch, the part got disengaged and dropped off the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)